Manufacturer narrative:
The reported event of inability to interrogate was confirmed. Events of premature discharge of battery, and no output were not confirmed. The device was received with normal output and no telemetry communication. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found at normal level. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated a relatively lower current drain, consistent with moisture damage, resulting in the reported events. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.

Event description:
It was reported that the patient presented for explant of the pulse generator. The device was interrogated six months prior and the battery longevity was calculated as six years remaining until elective replacement indicator (eri). However, at recent follow up the device failed to be interrogated. Sudden premature battery depletion was suspected. The patient remained stable and was not symptomatic to the lack of pacing support. The device was explanted and replaced.

Manufacturer narrative:
Further information was requested but not received.